Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, but it could not be obtained. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Investigation results will be provided in the final report.

Event description:
It was reported that surgery may occur for the patient in order to explant the ipg. No additional information was provided, and attempts are being made to gather more information.